Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for eval. The set screw was not sent back. Visual inspection showed that there were no visible damages on the extractor body. The root cause could not be determined as the broken set screw was not sent back for investigation.

Event description:
During revision surgery, an entire epoca construct was removed and the pt was revised to depuy reverse total shoulder. While removing the construct, the set screw on the stem extractor broke off. All broken pieces were retrieved.